Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, episodes of non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made and no further issues were noted. Patient will continue to be monitored remotely.